Event description:
Customer reported that during the case, an electrical burning smell came from the console and the motor stopped running. The handcrank was utilized until the unit was swapped out with a second unit. There was no effect to the pt.